Event description:
Follow up from the health care provider reported the patient had reprogramming. No further information was reported.

Manufacturer narrative:
Product ID 399960, lot# v010747, implanted: (B)(6) 2009, product type lead; product ID 399960, lot# v236048, implanted: (B)(6) 2009, product type lead; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
It was reported the patient had pain and tightness, attributed to the lead. Scar tissue was the reported issue. On (B)(6) 2012, the patient had a lead revision, stated as "untethering of the leads." The patient required hospitalization due to the event. Patient outcome was noted as no injury.